Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. No reporter contact information was provided since the event was received through social media; therefore, no follow up could be conducted. (B)(4).

Event description:
A consumer reported through social media that following bilateral intraocular lens (iol) implant procedures over one year ago, the consumer has difficulty reading unless the room is well lit. Reading in low light conditions, such as a menu in a restaurant, is very difficult. At night the consumer reported seeing eight rings around every light. The consumer reported their visual acuity was better before the surgery when he wears glasses. No reporter contact information was provided since the event was received through social media; therefore, no follow up could be conducted. There are two medial device reports associated with this event. This report is for the left eye.